Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(4) 2017 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 165 m/dl at the time of the call, and 200 mg/dl before bed, and was going to treat with 1.3 units for that reading. The customer was given intravenous fluids, glucose shot, and glucose to treat. The customer experienced symptoms such as being unresponsive and loss of consciousness. The customer was not wearing the insulin pump during the incident, within less than 48 hours. Troubleshooting was completed and the customer believes the pump over delivered insulin. Customer stated that issues with the reservoir led up to the incident. The customer stated that they had a reservoir that had a bent transfer guard needle and was leaking. In addition, the pump buttons were hard to press and unresponsive. The insulin pump will be returned for analysis.